Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an irritation under the lifevest. An open sore had formed underneath the rear therapy electrodes. The patient reported that she had a metal allergy. The patient's physician prescribed nystatin powder for the irritation. During a follow-up the patient reported that the irritation had not yet healed. The medical outcome of the irritation is unknown.